Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right atrial (ra) lead exhibited noise and that the lead helix required an excessive of turns to extend, with excessive torque building up during the helix extension. The ra lead was not used. The physician continued to use the second ra lead and completed the procedure. The patient was in stable condition.